Event description:
During a review of the hemodialysis (hd) patient's medical records, it was noted the patient experienced a migraine and "felt like she had low blood sugar". The patient fainted and was rushed to the emergency room. The patient was diagnosed with hypoglycemia and syncope.

Manufacturer narrative:
During a follow-up of the reported event, information confirmed the actually product being used at the time of the event. This information was previously reported under MFR number# 2937457-2015-00331. This report will be submitted with the updated product information. The patient's medical records were received and a clinical investigation was performed. The clinical investigation concluded that based on the 14 pages of medical records information it appears that on (B)(6) 2014, this (B)(6) hemodialysis patient was found at home on the ground after she bit her tongue and fell. She could say a few things and was transported by ems. Vital signs in ER bp 144/72, pulse 99, spo2 was 95%. ER assessment showed that syncope was most likely cardiac in origin rather than low blood sugar. She is continuing on hd. She was not given any medications in ER. There was no report of malfunction or the 2008 hemodialysis system being out of specifications for this patient, however for regulatory purposes, syncope of cardiac origin and low blood sugar is being reported for 2008 hemodialysis machine. If the device becomes available for evaluation, a supplemental report will be submitted.